Event description:
When prepping for a case, scrub tack opened medline head & neck pack and found foreign object (material) inside the ray-tec sponge compromising entire pack. Sponge was saved in biohazard bag and the rest of the pack was disposed of. Patient was not in the room yet.new pack was opened and case prepping continued.